Manufacturer narrative:
(B)(4).

Event description:
Received a report the patient was in the operating room to have both batteries replaced for normal depletion. Just before the surgeon started his incision, the patient had a serious panic attack and the surgery could not be done. The procedure was then done under general anesthesia on 05/13/2011. The patient resolved with sequela. Reference MFR report # 9614453201104097 for related ins.